Event description:
Clinical study. It was reported that 675 days, after a coronary drug eluting stenting treatment procedure the pt expired. The index procedure treated a 3.5x20mm, 90% stenosed, and mildly calcified lesion in the mid right coronary artery (mid rca), with predilation and placement of a taxus express2 3.5x24mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The pt was discharged 3 days later on aspirin and plavix. 675 days after the index procedure, the pt expired. The cause of death per the death certificate was "left main coronary artery malignant". Pt had a stroke 5 days before the death. The physician assessed the event as not related to the target vessel. A relationship assessment to the taxus stent was not provided. No autopsy was performed.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.